Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half-height drawers 2.2 and 3.2, specifically pockets a4 and a5, were not detected on the bus. A field service engineer found liquid spilled on row a pockets a4 and a5 in both drawers. Replaced the affected cubie trays, which resolved the detection issue. After completing the repair, the customer tested the drawers and confirmed successful operation with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer cubie was not detecting on bus. There was no indication that this event occurred while dispensing medication to the patient and there was no report of an adverse event, harm or delay. Therefore, this case has been deemed reportable due to liquid spill.